Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained lead noise was observed during an unrelated hospital visit. The noise was not reproducible with isometrics testing and there were no other electrical anomalies. The patient will continue to be monitored.